Event description:
The complainant reported that during a contrast guided drainage procedure, the physician cut the catheter near the hub to remove the catheter. After the catheter was removed suture material was noticed remaining in the patient. The physician was able to remove the suture material from the patient. No harm or injury to the patient was reported.

Manufacturer narrative:
Device evaluation: the suspect catheter was returned to merit for evaluation. The device was visually inspected, and found the device was cut near the hub, suture material was found in the camlock; however, it was not observed in the portion of the catheter, which had been cut. The root cause of the failure could not be determined. Merit will continues to monitor for any increasing trends. Evaluation codes: results: other - suture (catheter, irrigation).